Manufacturer narrative:
There was no patient injury. The attending physician was able to snare the filter out. As no product was returned for evaluation and no lot number was available, no definitive root cause could be established for this product complaint. Should product or other additional information be received, this complaint will be updated as necessary.

Event description:
When the filter deployed the legs did not open, and the filter migrated to the lower right pulmonary artery. The attending physician and fellow were able to snare the filter out.